Manufacturer narrative:
Additional info has been requested. Once the investigation has been completed, any additional info will be reported in a supplemental report.

Event description:
It was reported that, "when inserting the drill guide and tissue protector into the targeter, in the static position, in both the lateral and medial sides, it is not lining up with the tibial nail. Surgeon was able to complete the surgery without replacement device."